Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the bed would not go up or down. The bed did not have a motion interrupt pan and the interrupt switch was not working. No pt involvement or adverse consequences are reported.